Event description:
It was reported that a pericardial effusion occurred. The patient underwent a watchman left atrial appendage (laa) closure procedure without complication. A 27mm watchman laa closure device was successfully implanted without issue. Approximately a few hours post-procedure, patient developed chest pain and a pericardial effusion was noted. A pericardiocentesis was performed to successfully resolve the effusion. Patient was fine. The patient was discharged home and doing well.